Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing were observed on this device and right ventricular (rv) lead. The patient had an underlying rhythm of 60 bpm and therefore, there was no pacing inhibition. Boston scientific technical services (ts) reviewed the available information and recommended performing a detailed system evaluation as a rv lead fracture was suspected. Isometric testing was performed and no noise was produced. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.